Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 05/05/2023. The correct g3 date is 05/04/2023. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath d/l 23cm catheter was received for evaluation. Visual and functional evaluations were performed. Upon infusion of the red luer without the loaded stylet, a small leak was observed from a pinhole on the extension leg. Therefore, the investigation is confirmed for the reported material hole issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly had a hole in the arterial leg. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly had a hole in the arterial leg. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath d/l 23cm catheter was received for evaluation. Visual and functional evaluations were performed. Upon infusion of the red luer without the loaded stylet, a small leak was observed from a pinhole on the extension leg. Therefore, the investigation is confirmed for the reported material hole issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly had a hole in the arterial leg. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.